Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.6 cm abdominal aortic aneurysm. Vessel tortuosity was reported to be moderate, as was calcification. It was reported that the physician implanted the stent graft. After the procedure was completed, a final angiogram was performed, and no endoleaks were found. Three hours after the index procedure, the patient's blood pressure dropped. The physician believed the blood pressure drop was due to an endoleak. Contrast was injected, and a type IV endoleak was found, originating from the limb stent graft. A secondary procedure was performed, implanting a stent graft inside the limb graft , which resolved the endoleak. The patient's blood pressure rose after the procedure. In addition, a type ia endoleak was noted on the bifurcate. A cuff was placed to resolve the endoleak. The aneurysm was said to be a "concealed rupture". Further clarification states that it was a partial rupture, pre-op. No additional clinical sequelae were reported and the patient status is fine. A review of returned angio images at implant revealed that the aui was brought up via the left side, and implanted just below the renals. The distal end of the aui was extended into the left common iliac artery, and an occluder was implanted into the right iliac. Angio then showed what appeared to be a type IV blush endoleak coming primarily from near the tapered area of the aui, as well as into the bypassed right common iliac artery near the distal aorta. An aortic cuff was then seen implanted approximately 5mm above the level of the bifurcate; the reason for implanting the cuff is unknown. Final angio showed that the type IV had reduced or resolved in most locations. Angio images 4 hours later were still images; there was possible contrast seen in the sac, however any possible endoleak could not be properly assessed. Another iliac extension was then observed placed at the same level of the originally placed aui limb extension. Final angio showed no obvious endoleak; the type IV endoleak appeared to have resolved.

Manufacturer narrative:
(B)(4). Pre-operative rupture.